Manufacturer narrative:
Although the device was requested to be returned for evaluation, it has not been received. Without the returned device, a probable cause is unable to be determined.

Event description:
The product involved a transpac® IV monitoring kit w/safeset¿ 84" red stripe arterial pressure tubing, reservoir, intraflo® and 2 needleless valves. It was reported that during a central line and arterial catheter placement procedure for a potentially unstable patient, a monitoring tubing bag was opened, and revealed a tubing cut in two. It was observed that the tubing/stopcock weld at one of the sampling sites was not done. A call for help allowed the nurse to take another device. A significant complication of treatment without extension of stay was reported. Although there was patient involvement there was no reported adverse event/human harm or medical intervention.

Event description:
Additional information was received by the customer as follows: the patient was monitored in the intensive care. There was no change in his condition although this incident occurred on a day when the nurse performing the sterile treatment was alone. There was a delay in taking care. There was no blood loss and no need for medical intervention. The therapy was completed. No drug used with this device. The product has not been recycled/ re-sterilized prior use.

Manufacturer narrative:
The reported complaint of weld at one of the sampling sites is not done was confirmed. An image was provided by the customer showing the separation. During visual inspection, the 25" pressure tubing was found separated from the winged male luer. The tubing pocket was not tacky. The pvc tubing was found cut from the drip chamber. The cut on the pvc tubing was observed to be an intentional cut. The probable cause of the pressure tubing separated from the winged male luer had occurred due to insufficient uv adhesive coverage on the tubing pocket during assembly. The lot history was reviewed and no nonconformities were identified that may have contributed to the reported complaint. Additional information added to b5.